Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that the image system temperature was too high and pixelated images were received. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the hospital ac unit. It was reported to siemens that the facility management checked the equipment room. They found that the ac cooling for the equipment room had failed causing the imaging system to overheat resulting in the dark and pixilated images reported by customer. The root cause for the ac cooling failure was not communicated to siemens. No hardware defect or software error of the system could be determined. No corrective action on the system is required.